Event description:
It was reported by service report that the bed exit and scale are not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: incorrect footboard on bed.